Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('there are some persistent inflammatory changes within the anterior pelvis extending into the left parabolic gutter/abscess in left deep pelvis'), pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (full term, active labor with possible ruptured membranes.) In 2009, tubal ligation, caesarean section, back pain, cerebral cyst, migraine, abdominal pain, bloating, gastroenteritis, bladder infection, lumbosacral sprain, acute cystitis, fecal impaction and hepatosplenomegaly (with fatty infiltration of the liver). Previously administered products included for prevent pregnancy: depo provera from october 2011 to january 2012. Concurrent conditions included ureteral injury and ureteritis. Concomitant products included dicycloverine hydrochloride (bentyl) since (B)(6) 2014, esomeprazole since (B)(6) 2014 and ranitidine hydrochloride (zantac) since (B)(6) 2014 for gerd as well as paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological injury/depression"), migraine ("migraines/headaches"), anxiety ("mental anguish\anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), nausea ("nausea"), back pain ("back pain"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (CT guided placement of 8 french left lower quadrant collect ion drainage catheter, left salpingo-oophorectomy on (B)(6) 2016, repeat/multiple surgeries and novasure ablation ((B)(6) 2013)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, nausea, back pain, abdominal pain, urinary tract infection and migraine had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Insertion detail: the essure device was placed into the left ostia and deployed with one coil remaining and this was duplicated on the right side with 6 coils remaining. She had received treatment for following events"pain: pelvic/ abdominal, chronic, back, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, urinary tract infection, nausea". She still had right coil inside that was causing her issues. Removal detail: however, in this process, the previous essure device had been placed into that tube, was exposed, it was removed with the help of a kelly clamp. We continued to dissect the utero-ovarian complex with the use of 2 heaney's and sutures. The utero-ovarian complex was then completely cut and suture ligated. There was a rent in the uterus. She received treatment for events pain, uti and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed some mild left hydronephrosis and it was entertained whether her left ureter was injured.. Computerised tomogram abdomen - on (B)(6) 2015: no acute findings. Hepatosplenomegaly with fatty infiltration of the liver. Status post bilateral tubal occlusion.; on (B)(6) 2016: status post removal of the suspected drain within the left lower quadrant possible abscess. The fluid collection, suggestive of phlegmon or abscess, was relatively stable. However, there was air within the cavity as well as some extra luminal air. The amount of inflammatory changes in the anterior pelvis are stable. Status post placement of a left-sided nephrostomy. Tip was in good position. The collecting system was decompressed. New small amount of per splenic fluid.. Cystoscopy - on (B)(6) 2016: ureteral injury with extravasation at the level of the sacrum on the left. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: there was a questionable perforation an essure wire left of midline, involving the fundus of the uterus. Cystic structure involving the endometrium, which may suggest a gestational sac. No fetal pole identified. Correlate with beta hcg levels.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammation, menorrhagia, abdominal pain, urinary tract infection, nausea". Lot number:a14898 manufacture date:2012-05 expiration date: 2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff info form received. Added event post procedural complication. Outcome of events uti and migraine was updated as recovered. Event genital haemorrhage updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('there are some persistent inflammatory changes within the anterior pelvis extending into the left parabolic gutter/abscess in left deep pelvis'), pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and heavy menstrual bleeding ('menorrhagia/abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (full term, active labor with possible ruptured membranes.) In 2009, tubal ligation, caesarean section, back pain, cerebral cyst, migraine, abdominal pain, bloating, gastroenteritis, bladder infection, lumbosacral sprain, acute cystitis, fecal impaction and hepatosplenomegaly (with fatty infiltration of the liver). Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included ureteral injury, ureteritis, obesity and ovarian dysfunction. Concomitant products included dicycloverine hydrochloride (bentyl) since (B)(6) 2014, esomeprazole since (B)(6) 2014 and ranitidine hydrochloride (zantac) since (B)(6) 2014 for gerd as well as paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), depression ("psychological injury/depression"), migraine ("migraines/headaches"), anxiety ("mental anguish\anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), nausea ("nausea"), back pain ("back pain"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (CT guided placement of 8 french left lower quadrant collect ion drainage catheter, left salpingo-oophorectomy-unilateral on (B)(6) 2016, repeat/multiple surgeries and novasure ablation ((B)(6) 2013)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the pelvic pain, heavy menstrual bleeding, genital haemorrhage, nausea, back pain, abdominal pain, urinary tract infection, migraine, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Insertion detail: the essure device was placed into the left ostia and deployed with one coil remaining and this was duplicated on the right side with 6 coils remaining. She had received treatment for following events"pain: pelvic/ abdominal, chronic, back, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, urinary tract infection, nausea". She still had right coil inside that was causing her issues. Removal detail: however, in this process, the previous essure device had been placed into that tube, was exposed, it was removed with the help of a kelly clamp. We continued to dissect the utero-ovarian complex with the use of 2 heaney's and sutures. The utero-ovarian complex was then completely cut and suture ligated. There was a rent in the uterus. She received treatment for events pain, uti , bleeding, bladder/ urinary problem, bladder infections, vaginal infections and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed some mild left hydronephrosis and it was entertained whether her left ureter was injured.. Computerised tomogram abdomen - on (B)(6) 2015: no acute findings. Hepatosplenomegaly with fatty infiltration of the liver. Status post bilateral tubal occlusion.; on (B)(6) 2016: status post removal of the suspected drain within the left lower quadrant possible abscess. The fluid collection, suggestive of phlegmon or abscess, was relatively stable. However, there was air within the cavity as well as some extra luminal air. The amount of inflammatory changes in the anterior pelvis are stable. Status post placement of a left-sided nephrostomy. Tip was in good position. The collecting system was decompressed. New small amount of per splenic fluid.. Cystoscopy - on (B)(6) 2016: ureteral injury with extravasation at the level of the sacrum on the left. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: there was a questionable perforation an essure wire left of midline, involving the fundus of the uterus. Cystic structure involving the endometrium, which may suggest a gestational sac. No fetal pole identified. Correlate with beta hcg levels.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammation, menorrhagia, abdominal pain, urinary tract infection, nausea". Lot number: a14898 manufacture date:2012-05 expiration date: 2015-05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received. Reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('there are some persistent inflammatory changes within the anterior pelvis extending into the left parabolic gutter/abscess in left deep pelvis'), pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (full term, active labor with possible ruptured membranes.) In 2009, tubal ligation, caesarean section, back pain, cerebral cyst, migraine, abdominal pain, bloating, gastroenteritis, bladder infection, lumbosacral sprain, acute cystitis, fecal impaction and hepatosplenomegaly (with fatty infiltration of the liver). Previously (B)(6) products included for prevent pregnancy: depo provera from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included ureteral injury and ureteritis. Concomitant products included dicycloverine hydrochloride (bentyl) since (B)(6) 2014, esomeprazole since (B)(6) 2014 and ranitidine hydrochloride (zantac) since (B)(6) 2014 for gerd as well as paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological injury/depression"), migraine ("migraines/headaches"), anxiety ("mental anguish\anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), nausea ("nausea"), back pain ("back pain"), abdominal pain ("abdominal pain"), post procedural complication ("post procedural complication"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (CT guided placement of 8 french left lower quadrant collect ion drainage catheter, left salpingo-oophorectomy-unilateral on (B)(6) 2016, repeat/multiple surgeries and novasure ablation ((B)(6) 2013)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, nausea, back pain, abdominal pain, urinary tract infection, migraine, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Insertion detail: the essure device was placed into the left ostia and deployed with one coil remaining and this was duplicated on the right side with 6 coils remaining. She had received treatment for following events"pain: pelvic/ abdominal, chronic, back, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, urinary tract infection, nausea". She still had right coil inside that was causing her issues. Removal detail: however, in this process, the previous essure device had been placed into that tube, was exposed, it was removed with the help of a kelly clamp. We continued to dissect the utero-ovarian complex with the use of 2 heaney's and sutures. The utero-ovarian complex was then completely cut and suture ligated. There was a rent in the uterus. She received treatment for events pain, uti , bleeding, bladder/ urinary problem, bladder infections, vaginal infections and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed some mild left hydronephrosis and it was entertained whether her left ureter was injured.. Computerised tomogram abdomen - on (B)(6) 2015: no acute findings. Hepatosplenomegaly with fatty infiltration of the liver. Status post bilateral tubal occlusion.; on (B)(6) 2016: status post removal of the suspected drain within the left lower quadrant possible abscess. The fluid collection, suggestive of phlegmon or abscess, was relatively stable. However, there was air within the cavity as well as some extra luminal air. The amount of inflammatory changes in the anterior pelvis are stable. Status post placement of a left-sided nephrostomy. Tip was in good position. The collecting system was decompressed. New small amount of per splenic fluid.. Cystoscopy - on (B)(6) 2016: ureteral injury with extravasation at the level of the sacrum on the left. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: there was a questionable perforation an essure wire left of midline, involving the fundus of the uterus. Cystic structure involving the endometrium, which may suggest a gestational sac. No fetal pole identified. Correlate with beta hcg levels. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammation, menorrhagia, abdominal pain, urinary tract infection, nausea". Lot number:a14898, manufacture date:2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events: bladder problems, urinary problems, bladder infections, vaginal infections, vaginal discharge. Event outcome were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('there are some persistent inflammatory changes within the anterior pelvis extending into the left parabolic gutter/abscess in left deep pelvis'), pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's medical history included delivery (full term, active labor with possible ruptured membranes.) In 2009, tubal ligation, caesarean section, back pain, cerebral cyst, migraine, abdominal pain, bloating, gastroenteritis, bladder infection, lumbosacral sprain, acute cystitis, fecal impaction and hepatosplenomegaly (with fatty infiltration of the liver). Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included ureteral injury and ureteritis. Concomitant products included dicycloverine hydrochloride (bentyl) since (B)(6) 2014, esomeprazole since (B)(6) 2014 and ranitidine hydrochloride (zantac) since (B)(6) 2014 for gerd. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient started acetaminophen at an unspecified dose and frequency. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological injury/depression"), migraine ("migraines/headaches"), anxiety ("mental anguish\anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (CT guided placement of 8 french left lower quadrant collect ion drainage catheter, left salpingo-oophorectomy on (B)(6) 2016, repeat/multiple surgeries and novasure ablation ((B)(6) 2013)). At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, depression, urinary tract infection, migraine, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, nausea, back pain and abdominal pain had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Insertion detail: the essure device was placed into the left ostia and deployed with one coil remaining and this was duplicated on the right side with 6 coils remaining. She had received treatment for following events"pain: pelvic/ abdominal, chronic, back, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, urinary tract infection, nausea". She still had right coil inside that was causing her issues. Removal detail: however, in this process, the previous essure device had been placed into that tube, was exposed, it was removed with the help of a kelly clamp. We continued to dissect the utero-ovarian complex with the use of 2 heaney's and sutures. The utero-ovarian complex was then completely cut and suture ligated. There was a rent in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed some mild left hydronephrosis and it was entertained whether her left ureter was injured.. Computerised tomogram abdomen - on (B)(6) 2015: no acute findings. Hepatosplenomegaly with fatty infiltration of the liver. Status post bilateral tubal occlusion.; on (B)(6) 2016: status post removal of the suspected drain within the left lower quadrant possible abscess. The fluid collection, suggestive of phlegmon or abscess, was relatively stable. However, there was air within the cavity as well as some extra luminal air. The amount of inflammatory changes in the anterior pelvis are stable. Status post placement of a left-sided nephrostomy. Tip was in good position. The collecting system was decompressed. New small amount of per splenic fluid.. Cystoscopy - on (B)(6) 2016: ureteral injury with extravasation at the level of the sacrum on the left. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: there was a questionable perforation an essure wire left of midline, involving the fundus of the uterus. Cystic structure involving the endometrium, which may suggest a gestational sac. No fetal pole identified. Correlate with beta hcg levels. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammation, menorrhagia, abdominal pain, urinary tract infection, nausea". Lot number:a14898 manufacture date:2012-05 expiration date: 2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('there are some persistent inflammatory changes within the anterior pelvis extending into the left parabolic gutter/abscess in left deep pelvis'), pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('menorrhagia/abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included acetaminophen. The patient's medical history included delivery (full term, active labor with possible ruptured membranes.) In 2009, tubal ligation, caesarean section, back pain, cerebral cyst, migraine, abdominal pain, bloating, gastroenteritis, bladder infection, lumbosacral sprain, acute cystitis, fecal impaction and hepatosplenomegaly (with fatty infiltration of the liver). Previously administered products included for prevent pregnancy: depo provera from october 2011 to january 2012. Concurrent conditions included ureteral injury and ureteritis. Concomitant products included dicycloverin hydrochloride (bentyl) since september 2014, esomeprazole since september 2014 and ranitidine hydrochloride (zantac) since september 2014 for gerd. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient started acetaminophen at an unspecified dose and frequency. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological injury/depression"), migraine ("migraines/headaches"), anxiety ("mental anguish\anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (CT guided placement of 8 french left lower quadrant collect ion drainage catheter, left salpingo-oophorectomy on (B)(6) 2016, repeat/multiple surgeries and novasure ablation (B)(6) 2013)). At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, depression, urinary tract infection, migraine, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, nausea, back pain and abdominal pain had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Insertion detail: the essure device was placed into the left ostia and deployed with one coil remaining and this was duplicated on the right side with 6 coils remaining. She had received treatment for following events"pain: pelvic/ abdominal, chronic, back, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, urinary tract infection, nausea". She still had right coil inside that was causing her issues. Removal detail: however, in this process, the previous essure device had been placed into that tube, was exposed, it was removed with the help of a kelly clamp. We continued to dissect the utero-ovarian complex with the use of 2 heaney's and sutures. The utero-ovarian complex was then completely cut and suture ligated. There was a rent in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed some mild left hydronephrosis and it was entertained whether her left ureter was injured.. Computerised tomogram abdomen - on (B)(6) 2015: no acute findings. Hepatosplenomegaly with fatty infiltration of the liver. Status post bilateral tubal occlusion.; on (B)(6) 2016: status post removal of the suspected drain within the left lower quadrant possible abscess. The fluid collection, suggestive of phlegmon or abscess, was relatively stable. However, there was air within the cavity as well as some extra luminal air. The amount of inflammatory changes in the anterior pelvis are stable. Status post placement of a left-sided nephrostomy. Tip was in good position. The collecting system was decompressed. New small amount of per splenic fluid.. Cystoscopy - on (B)(6) 2016: ureteral injury with extravasation at the level of the sacrum on the left. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: there was a questionable perforation an essure wire left of midline, involving the fundus of the uterus. Cystic structure involving the endometrium, which may suggest a gestational sac. No fetal pole identified. Correlate with beta hcg levels.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammation, menorrhagia, abdominal pain, urinary tract infection, nausea". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events¿ migraines/headaches, depression (previously reported as psychological injury), mental anguish\anxiety, abnormal bleeding (vaginal), dysmenorrhea (cramping) ¿ were added. Event¿ complications during removal surgery: repeat/multiple surgeries¿ was deleted. Reporter, demographics, essure lot number, essure removal date, concomitant medications were added. On (B)(6) 2019: per medical record event" there are some persistent inflammatory changes within the anterior pelvis extending into the left parabolic gutter/abscess in left deep pelvis" was added. Reporter, medical history, lab data, were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), genital haemorrhage ('general abnormal bleeding') and surgical procedure repeated ('repeat/multiple surgeries') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), back pain ("back pain"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), psychological trauma ("psychological injury"), urinary tract infection ("urinary tract infection"), complication of device removal ("complications during removal surgery") and surgical procedure repeated (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nausea, back pain, menorrhagia, abdominal pain and urinary tract infection had resolved and the psychological trauma, complication of device removal and surgical procedure repeated outcome was unknown. The reporter considered abdominal pain, back pain, complication of device removal, genital haemorrhage, menorrhagia, nausea, pelvic pain, psychological trauma, surgical procedure repeated and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : case become incident. Events added- abdominal pain, pelvic pain, psychological trauma, genital bleeding, menorrhagia, urinary tract infection, nausea, back pain and complications during removal surgery? Repeat/multiple surgeries. Events outcome updated, reporter added, patient demographic added, essure removal date added, product indication updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.